Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review was performed and no manufacturing deviations related to this lot and event were found. The labeling review found that the product instruction for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that prior to ureterolithiasis procedure to treated kidney stones when the pedal is pressed, smoke coming out from the connector and the fiber looked burned (black). After that, the fiber did not work. The fiber was replaced by a new one of the same device. The procedure was completed without patient complication.

Event description:
It was reported that prior to ureterolithiasis procedure to treated kidney stones when the pedal is pressed, smoke coming out from the connector and the fiber looked burned (black). After that, the fiber did not work. The fiber was replaced by a new one of the same device. The procedure was completed without patient complication.